Manufacturer narrative:
Patient was reported to have no consequence or injury for this event; however, there was a potential of 600 mls. Of blood left in the reservoir. The investigation of the bowl could contribute to the error of long empty between cycles 2 and 3 and procedure timings. The customer discarded the bowl therefore could not be evaluated by haemonetics. However, per investigation the most likely cause of the error is the bowl and is associated with safety notice crl-100260-ie (mhra fscafy20- 01).

Event description:
On (B)(6) 2020, haemonetics was notified of a long empty alarm which had occurred on cycle 3 during a spinal procedure, utilizing the cell saver® elite® auto transfusion system. The device stopped as a result of the error.